Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiogram (ice) imaging, and a 31mm watchman flx pro closure device was implanted with no leak. The final position on ice imaging was just beyond the limbus in some views with compression measurements 19 to 20 percent. At the 45-day routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted from its original implanted position and no longer meets release criteria. The physicians do not have interventions currently planned; consultations and recommendations are being sought. No patient complications occurred.

Manufacturer narrative:
B5: information added. H6 impact code updated from no health consequences or impact to hospitalization or prolonged hospitalization.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiogram (ice) imaging, and a 31mm watchman flx pro closure device was implanted with no leak. The final position on ice imaging was just beyond the limbus in some views with compression measurements 19 to 20 percent. At the 45-day routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted from its original implanted position and no longer meets release criteria. The physicians do not have interventions currently planned; consultations and recommendations are being sought. No patient complications occurred. It was further reported that the patient was hospitalized for the above event. No further details were reported.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiogram (ice) imaging, and a 31mm watchman flx pro closure device was implanted with no leak. The final position on ice imaging was just beyond the limbus in some views with compression measurements 19 to 20 percent. At the 45-day routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted from its original implanted position and no longer meets release criteria. The physicians do not have interventions currently planned; consultations and recommendations are being sought. No patient complications occurred. It was further reported that the patient was hospitalized for the above event. No further details were reported. It was further reported that the patient was discharged and no further interventions were necessary.